Event description:
It was reported the patient was seen for an MRI; their device was interrogated and low impedance was seen. The patient has a history of lead manipulation (twiddler's syndrome). Their recently placed lead is now showing low impedance. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was noted that the cause of the patient's low impedance condition is believed to be related to twiddler's syndrome (patient manipulation). The plan is to revise the lead; no surgical intervention has been conducted to date. No other relevant information has been received to date.